Event description:
It was further reported that vascular access was obtained via the femoral artery. The vessel was severely calcified. The balloon ruptured at 18atm. The device was removed from the patient intact.

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 99% stenosed target lesion was located in the calcified and moderately tortuous right posterior descending artery or the right posterior atrioventricular. The 8mm x 2.50mm nc quantum apex monorail balloon was selected for this procedure and ruptured during use. The procedure was completed with another nc quantum apex monorail balloon. There were no patient complications reported and the patient's status is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).